Manufacturer narrative:
Continued: investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the report it does not state if negative pressure and lubrication were applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." A leakage can also occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for stone removal, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic in the duodenal papilla. It was reported that when the user advanced the balloon into endoscope and inflated the balloon, they found out the contrast was leaking. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The pre-loaded wire guide was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the catheter kinked approximately 113.5cm from the distal end of the white strain relief and at the proximal glue joint. During functional testing of the device a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated, however water was observed leaking from the distal end balloon neck to tip glue joint. A lab meeting was held with production management and manufacturing engineering on 23may2024, and the device was examined. During the meeting, a close visual examination of the distal balloon joint confirmed there was a small gap in the smooth transition between the balloon neck and pellethane tip. There was also a small void in the pellethane plug to inner balloon neck glue joint where the leakage was observed. This was confirmed to be nonconforming. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report for balloon leakage at the distal end balloon joint. The cause of this is insufficient glue at the distal end balloon joint and smooth transition during the manufacturing process. This nonconformance was process and operator error related. Production management and the department team leads were notified of this occurrence (reference (B)(4). Additionally, a notification of operator related complaint form was provided to production management (reference notification of operator related complaint (B)(4). This operator was requalified for this process on (B)(6) 2024. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.